Manufacturer narrative:
A ge service representative performed an over-the-phone investigation and issued a quote to the customer. No conclusion can be drawn as further repair information is unavailable at this time.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.